Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New unity record created in order to update legacy complaint number dint (B)(4). Asr revision; right asr xl acetabular system; reason for revision: pain.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Added lot code

Manufacturer narrative:
Product complaint#: (B)(4). It is indicated there are no new allegations. Allegations of pain were assessed on (B)(6) 2012. Retrospective review will not be conducted for additional products added due to this allegation as it is not new information; therefore, the femoral sleeve is considered not reportable at this time. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.